Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's granddaughter reported via phone call of issues with the customer's insulin pump. The customer's blood glucose level was 331mg/dl. The granddaughter reported that the pump was stuck in spanish language and could not be changed. The customer states that when the buttons were pressed, the pump would read "infusion arrested, change the battery now". The troubleshoot could not be conducted.